Event description:
It was reported in 2008, that a patient had 2nd degree burns on the nose and check after an ipl treatment.

Manufacturer narrative:
The subject device was returned to the manufacturing site for evaluation. Lumenis service concluded laser position and/or contaminates on head during device self calibration in contradiction to product labeling.